Event description:
During the procedure the occlusion ballon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration cathetr and aspirated the vessel. While the vessel was being aspirated the hypotube kinked and the occlusion balloon deflated. The physician decided to continue the case without occlusion and removed the device. The pt is reported to be fine.